Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that zofran expected to infuse over 24 hours at rate of 11 ml/hr, finished in 2 hours. Event occurred on (B)(4). Lvp unit was sent by nursing without pc unit. No report of patient harm or medical intervention required. Customer stated the user did not provide any additional patient or event details.